Event description:
A report was received that a patient's ipg would not turn on even when fully charged. Further evaluation by a bsn employee confirmed that the device was not working. An ipg replacement was performed. The patient is receiving good coverage and is reportedly doing well after the procedure.